Event description:
This lead was explanted on (B)(6) 2012 due to subclavian crush and out of range impedances.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 23 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings in the insulation, the deformation of the lead tip and the damaged ring electrode resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.